Event description:
It was reported that the surgeon inserted an micl12.6 implantable collamer lens in 2008, and the lens was removed four months later, because the patient developed a cataract. An iol was implanted. The surgeon believes the incident was the result of an anterior capsulotomy. The patient is doing fine with a 20/20 bcva. This report is for the os see manufacturer (#2023826-2009-00323 for the od).

Manufacturer narrative:
Evaluation: results: a work order search was performed and there were no similar complaints within the work order.